Event description:
The hcp reported that after the patient walked through a security system, she noticed a jolting sensation at the implantable stimulator site. The patient turned the device off for four days. There was no bruising or swelling at the implantable stimulator site. The patient's device was reprogrammed at the physician's office and therapy was reported to be resumed.